Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pause episode was observed when the patient presented through merlin.net transmission. Review of session records noted that the false pause episode was due to ventricular undersensing caused by loss of contact. Noise was noted on the electrogram strip. Patient was asymptomatic and will continue to be monitored.